Event description:
This healthcare facility recently transitioned from one brand of needleless med prep cannulas to different brand. There have been numerous complaints from the patient care team members regarding the new cannulas. Description of one reported event: nurse attempted to draw up 4 ml of IV lasix using a bd blunt plastic cannula. The cannula would not insert into the bottle of lasix. The nurse attempted two different cannulas of the same brand and the nurse reported that "they just sort of bounced off the rubber stopper on the bottle." The nurse located one of the old brands (monoject needleless med prep cannula with the gray cap) and used this with no problem. The nurse reported that it seems as though the bd blunt plastic cannula needleless tips are not sharp enough to penetrate the tops of intravenous medications. One of the cannulas that would not puncture the rubber stopper was saved and is available for the manufacturer to inspect. There have also been reports by the nursing team members of issues with the blunt tip cannula in that the cap to the medication vial either gets "pushed" into the vial or pieces of the cap have broken off resulting in risk for drawing up these particles into a syringe. There have been no reported patient injuries associated with the use of the bd blunt plastic cannulas. The plan is to covert back to using the monoject cannula.